Event description:
It was reported that during an office follow-up visit the right atrial (ra) lead was found to be in the ventricle per sensing and pacing tests. X-ray confirmed dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.